Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Continued e.1 address line 1: (B)(6). Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. The device has been explanted and replaced.